Manufacturer narrative:
Concomitant medical products: product ID 97755, serial#: (B)(4), product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), date of event: date is approximate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-sep-14, rpl 356365, rtg0350029 (con): information was received from a patient (pt) regarding an external device. It was reported that they could be right in the middle of charging their implanted neurostimulator (ins), the battery level at 50-70%, when suddenly it will cut off displaying their battery is low message. Pt explained it is also taking forever (2 hours) to charge the ins. Pt stated the issue began about 3 months ago but they let it slide and did like last time after talking with pats (reset controller (ptm)) but now it is getting worse. Pt described the recharging (rtm) antenna/relay box has been getting hot. Pt commented that when they remove the rtm their skin is hot with a little red area. Pt denied any injuries/blisters on flesh. Pt mentioned they had called one time before for a replacement. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3. Analysis found that the complaint was unable to be verified. The recharger passed all tests. No significant visual anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.